Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed two black dots on the ilet screen that had enlarged over several weeks, while insulin delivery and overall pump function remained normal, and a replacement device was arranged. Symptoms included no adverse health effects. Outcomes included no impact to health and continued therapy without interruption. Investigation included review of the reported display anomaly and arrangements for device return with data synchronization guidance. Investigation of this case revealed a display visibility defect consistent with screen degradation, without impact to insulin delivery or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device display malfunction unrelated to therapy performance.